Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5084139 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.